Event description:
Related manufacturer report numbers: 2017865-2023-24513, 2017865-2023-24517. It was reported during in clinic follow up that the pacemaker exhibited premature battery depletion. The right ventricular lead was found to be fractured and high capture threshold. During revision, it was noted that the atrial lead exhibited fracture and insulation damage. The pacemaker and both leads were explanted and replaced. The patient was stable and asymptomatic.